Manufacturer narrative:
(B)(4).

Event description:
Lead extraction procedure for non-functioning leads in the rv and ra 14fr. Glidelight selected for removal of the rv lead. Lead on lead binding was noted. A tear in the subclavian vein occurred. The ra lead extraction was attempted using a tightrail. The lead became stuck in the tightrail device. Tightrail was rotated and pulled, the distal end of the tightrail exited the insertion site. The physician cut the lead leaving half in the device and half in the patient. Pulling on the rv lead a tear in the tricuspid valve occurred. It is believed the lead was attached to the papillary muscle, pulling on the lead tore the muscle. Repairs were done at different times. The patient was placed on bypass and underwent a tricuspid valve replacement. The subclavian vein was repaired by ir via femoral approach using a stent graft. During the valve repair, the extractor was placing her finger on the hole in the subclavian to stop bleeding. Postoperative, the patient was placed on a right ventricular assist device. The patient expired in the ICU, believed due to poor surgical repair and failure of the right ventricular assist device. This report reflects the involvement of the glidelight. See reports 1721279-2016-00032 for lld & 1721279-2016-00033 for tightrail.

Manufacturer narrative:
B2): outcomes now reflected as "hospitalization" and "required intervention" instead of "death" (captured in the initial MDR) because the glidelight device was involved in the subclavian perforation that occurred during the procedure. G3): manufacturer became aware of the need for supplemental correction MDR on 12 aug 2021. H3): the device was discarded, thus no investigation could be completed. H6): archived device code 2887 corrected to 2993. Postmarket surveillance performed a record review and discovered that two MDR''s (1721279-2016-00030 and 1721279-2016-00032) were submitted for "death" for the same patient. This duplicated the patient''s death, which trended more deaths than actually occurred. This supplemental MDR is being submitted to change the record from "death" to "serious injury", accurately reflecting the event and avoiding "death" duplication. MDR #1721279-2016-00032 will remain unchanged.